Event description:
Customer reported the insulin pump alarmed during the manual prime. Customer's blood glucose was 117 mg/dl. Troubleshooting was performed. Customer advised to disconnect from the device. Customer did not drop or bump the device prior to the alarm. Customer was advised to continue disconnected. Customer stated the drive support cap was normal and he did not press it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump alarmed prime due the basic occlusion test due to protruded and loose drive support disk. Insulin pump had a cracked lcd window, cracked case on display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.